Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was difficulty deploying the array. A 3.5/15/15 leveen¿ coaccess¿ needle was selected; however, the physician was unable to open the array, since it was "mixed" inside the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.